Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("chronic pelvic pain which kept worsening over time") and menorrhagia ("very disabling menorrhagia") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure. The reporter commented: the defective sample was not kept by the department. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain which kept worsening over time"), menorrhagia ("very disabling menorrhagia") and dyspareunia ("dyspareunia") in a 54-year-old female patient who had essure inserted. The patient's medical history included ischemic stroke in 2004. No relevant medical and gynecological history. In 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia. (Seriousness criteria medically significant and intervention required) and dyspareunia .(seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal; bilateral salpingectomy via laparoscopy and device removal; bilateral salpingectomy via laparoscopy was performed). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: removal was performed for medical reasons. Main reason for removal was the following events: menorrhagia, pelvic pain +++, dyspareunia. The defective sample was not kept by the department. Most recent follow-up information incorporated above includes: on (B)(6)2019: device removal questionnaire received. Patient demographic data added, no relevant medical and gynecological history; patient was 54 years-old when she had the adverse events. Medical history (ischemic stroke in 2004). Essure was inserted in 2009. The devices were removed on (B)(6)2017 due to medical reasons considered related to essure; bilateral salpingectomy via laparoscopy was performed. In 2011 the patient experienced menorrhagia; chronic pelvic pain and dyspareunia. She had recovered from all events six or more months following essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.